Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body and the contralateral iliac limb stent grafts were deployed as expected. During advancement of a balloon catheter through the ipsilateral leg of aortic body stent graft, the balloon caught on the graft leg, bunching the leg. Upon removal of the balloon catheter, the physician inadvertently lost guidwire access to the ipsilateral leg of the aortic body stent graft, requiring a brachial approach to re-gain guidewire access and straighten the graft leg. The ipsilateral iliac limb stent graft was then deployed and the aneurysm was successfully excluded. No additional patient sequelae have been reported.